Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the luer connector fractured during the night, which interrupted insulin delivery and resulted in hyperglycemia (514 mg/dl); the affected device component was the connector/coupler, and replacement supplies were used to resume therapy with the ilet. Symptoms included hyperglycemia and elevated ketones. Outcomes included effects that could not be fully characterized. Investigation included communication with the user, analysis of information provided by the user, and receipt and inspection of the returned device. Investigation of this case revealed a stress-related problem consistent with a component fracture of the connector/coupler. It was concluded that the cause was traced to component failure.